Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The frame of the crw precision arc system did not appear to sit flush on the base ring. The collar made noises ("screeched and grinds") when it was moved and sometimes did not lock properly. The slide did not work properly and was reported as, not reliable. There is also a problem with the microdrives as these could be 3-4 mm off target just by rotating them within the frames. The frames have led to at least three "critical incidents" (critical incidents were not described) requiring revision surgery. Additional information has been requested.